Event description:
Complaint received reporting balloon inflation problem with use of 41229-02 7 fr. Td catheters. The catheter was trusted prior to placement with no performance issues detected. The device was removed and replace with no further incident. There were no reported adverse patient consequences.

Manufacturer narrative:
Device return: one (1) used 41229-02 td referencing the reported lot # 11-625-jw. Manufacturers investigation: visual analysis confirmed the catheter balloon was torn damaged. Mfg. Build record review: a review of the mfg. Lot database for lot # 11-625-jw (mfg. 11/2011) shows 149 units mfg. Tested inspected and released. There were no exception documents generated during the build. Engineering analysis: functional data obtained from production lots and engineering studies was reviewed. No trends/failures in balloon/material performance were found. Conclusion: based on the "as received condition" visual analysis confirmed the reported problem. The exact cause however, remains unknown. The device was successfully pre-tested with no inflation issues noted at the time. The MFR. Will continue to monitor and trend.